Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported the aligners ruined their teeth. Their teeth after aligner use appear to be in worse condition than when they had started. The stopped the use of the aligners due to bone reduction, receding gum line and significant pain.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.